Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at the time. A call to patient services placed on (B)(6) 2016 stating that the ra lead was fractured. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).